Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Also, the lead passed the hipot test. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and caused the patient to experienced muscle stimulation. This lv lead was explanted. No additional adverse patient effects were reported.